Event description:
There were four resolute integrity rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the lad, one in the 1st diagonal and two in the lcx. It is reported that the patient suffered a stent thrombosis of the lad and an mi on the same day as index procedure. The physician carried out balloon angioplasty of the lad. Investigator has indicated that the mi event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).